Event description:
It was reported that during an oncological treatment they found the catheter broken with a migration into the ventriculum sx. They intervene with a radiological intervention to remove the migrated portion. The pt prolonged his hospitalization time.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revi0507 showed no other similar product complaint(s) from this lot number.